Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three bursts of anti-tachycardia pacing (atp) and two shocks as inappropriate therapy for an atrial arrhythmia. Technical services (ts) was consulted and discussed stored data as well as programming options. This device remains in service. No additional adverse patient effects were reported.